Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 252, 285 and 259 mg/dl. The customer¿s expected am fasting blood glucose test result is below 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification on the dining table. The test strip lot manufacturer¿s expiration date is 10/31/2024 and open vial date is one month prior to call. The meter memory was reviewed for previous test result history (only 3 results provided): result 1: 252 mg/dl date: (B)(6), time: am fasting. Result 2: 285 mg/dl date: (B)(6), time: am fasting. Result 3: 259 mg/dl date: (B)(6), time: am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.